Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, a 7f exoseal vascular closure device (vcd) was found to be unsealed and unusable. The device was not used in a patient or procedure. There was no reported patient injury. The "minimum packaging" was checked when unpacking the outer box. The seal of the inner package was not opened in anticipation of use, or reshelved. The damage was noted after it had been received, and stored in the lab, prior to using. The device was stored regularly. The actual product was not damaged. Only one device was unsealed. The problem was found when the device nurse was ¿tiding up¿ the products. The device will not be returned for evaluation. Two pictures of the device were provided for analysis. One of the pictures show the packaging with the label information provided. The following could be observed: the catalogue ex700, the lot 18240466, and the product name as cordis exoseal. Two different packages of the same lot were observed in the image, one of the packages was open; however, the seal mark seems to be present, but it was not clear enough. In the second photo, the inside of the open package is observed. The reported ¿packaging/pouch/box-compromised sterility-seal open¿ could not be confirmed as the product¿s packaging was not returned for analysis and the pictures received were not clear enough on the seal. The exact cause of the reported event could not be conclusively determined during analysis of the pictures received. Without the return of the product¿s packaging, and based on the information available for review, it is not possible to determine what factors may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, users are instructed not to use the device if the packaging was previously opened. Neither the picture analysis, nor the information available for review suggest that the reported event could be related to the design/manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 7f exoseal vascular closure device (vcd) was found to be unsealed and unusable. The device was not used in a patient or procedure. There was no reported patient injury. The "minimum packaging" was checked when unpacking the outer box. The seal of the inner package was not opened in anticipation of use, or reshelved. The damaged was noted after it had been received, and stored in the lab, prior to using. The device was stored regularly. The actual product was not damaged. Only one device was unsealed. The device was not used in a patient or procedure. The problem was found when the device nurse was ¿tiding up¿ the products. The device will be returned for evaluation.